Manufacturer narrative:
(B)(4).

Event description:
Patient had an integrity stent implanted. The patient is currently experiencing pain and swelling in the joints (wrist, hands and fo rearms). Patient has not had a nickel allergy test yet. No further patient complications were reported.